Manufacturer narrative:
Additional information: d4 (model, catalogue, lot, expiration date), h4, h6(update codes), h11. H4: the lot was manufactured between march 13-14, 2025. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed a white residue near the fill port area. The residue is likely drug residue that was not adequately cleaned after the device was filled with the drug solution. The reported condition was verified. The cause of the condition could not be determined; however, it may be related to use error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor was leaking from the fill port. The leak was described as from the top of the pump clear cap and was discovered while unpacking prior to patient use. The device was filled with fluorouracil and sodium chloride. There was no patient involvement. No additional information is available.